Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia cassettes had missing caps. This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.